Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 400 range. Customer stated that she felt like she was experiencing a heart attack. Hospital treated with insulin drip. The current blood glucose reading is 185 mg/dl. The insulin pump will be replaced due to cosmetic damage. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.